Event description:
A physician reported a pt who was initially skin tested on 4/20/99 in the left forearm with negative results. On 5/28/99 the pt was treated in the nasolabial folds. The procedure was without event. On 6/30/99 the pt noticed edema, pruritus, stinging pain, and hyperpigmentation at both the treatment sites at the nasolabial folds and the test site at the left forearm. On 7/6/99 the pt was examined and the physician noted the same symptoms. The physician diagnosed hypersensitivity and prescribed topical hytone 2% cream, oral claritin, ice, and massage.